Event description:
During initial testing at the manufacturing facility of the tubing set that was being used with the symbiq pump reported as 9615050-2012-00064, no flow was noted. The initial report indicated, ¿on an unspecified date and time, the pump was programmed to deliver an unspecified concentration of isoproterenol and the delivery was started. No specific programming parameters were provided. The customer contact reported the tubing set was able to be primed prior to placing it in the pump; however, ¿didn¿t deliver in the pump.¿ the device was removed from clinical service. Therapy was resumed using a replacement device and the same tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. During testing at the user facility using the tubing set, the pump did not deliver. No medical interventions were reported. Though requested, no additional information was provided.¿

Manufacturer narrative:
One used device was received and evaluated. Testing found the tubing set did not deliver. Testing was conducted using a test pump. This was due to two small holes in the pumping chamber of the cassette. During testing, the pump plunger presses the pumping chamber. This generates a pressure to move fluid downstream to distal end of the tubing set. The holes in the pumping chamber of the cassette caused a fall of pressure needed to move fluid to distal end of the tubing set. This resulted in the solution moved up and down inside the cassette and no solution was delivered. The cause holes appeared to be due to an unspecified sharp object. This report represents all the information known by the reporter upon query by hospira personnel.